Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was stuck on black screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on black screen and getting error not detecting hard drive. A field service engineer rebooted the station and reseated the hard drive cable connection; the system successfully booted to the operating system and launched the med application. Check and able to be connected to med console. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was stuck on black screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.